Event description:
The patient reportedly had an infection (pseudomonas). The patient was treated with antibiotics (type unknown). However, the infection did not resolve. The patient's cii device was explanted. The patient will be reimplanted at a future date.